Event description:
It was reported by the clinician that two days after insertion, the catheter was found broken in two pieces under the patch. The patch had never been removed before. Additional info received on 6/29/09 states the physician was able to pull out the other piece of the catheter without difficulty.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.